Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional devices: model: bifurcated ba25-80/i16-40 ,lot:1046816-006, rel. Date: 10/24/2012, exp. Date: 8/31/2015, limb is20-25/c65sa, lot: 1039959-012, rel. Date: 9/13/2012, exp. Date: 7/31/2013.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated, a suprarenal aortic extension and a limb extension. Upon follow-up a computed tomography revealed the growth of aneurysm sac. On (B)(6) 2015 the physician elected to treat the patient with an infrarenal aortic extension to cover proximal and distal junction sites. Patient is stable condition.